Event description:
It is reported that the stem did not seat after canal preparation with a 13 mm rasp causing a 1 hour delay in surgery.

Manufacturer narrative:
Evaluation summary - the nominal fit of the implement to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality and the amount of bone removed, the elasticity of the remaining bone may not allow the implant to seat within normal impact forces in some cases. Cause cannot be definitively determined. H6: evaluation codes - device history records indicate device manufactured to specification.